Manufacturer narrative:
Sample has been returned to MFR. Investigation is incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the circuit did not pass the leak test. No pt injury reported.